Event description:
Cleaning brush broke off in endoscope, obstructing the internal lumen. It was not detected at the time. The high level disinfection process completed without errors, therefore, staff unaware of the break off until md was unable to advance a forcep down the scope lumen. The endoscope was removed and the pt was reintubated with a replacement scope. When attempts to clean the scope proved unsuccessful (could not advance new cleaning brush), force was applied and an approx 1 foot piece of the device was extracted. The brush used to extract the occluded channel was intact after extraction of the broken piece. Brush had broken at least 2 previous times with routine use, but was detected at the time the brush broke. Due to the ongoing problem, all brushes were removed from stock and returned to purchasing. The issue was not reported at that time, as no adverse outcome occurred. At the time, the product was removed from stock, it was believed that all of the product was removed from stock, but apparently some were missed at that time, contributing to use at a later date. The product was removed from stock on (B)(6) 2010. Diagnosis or reason for use: clean endoscope after use.